Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 93010 lot b1032816 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other complaints have been received on this specific device lot. Technical evaluation: the technical evaluation on the returned devices is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation will be available. As soon as the results of the technical investigation become available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2018-00015 and 9680825-2018-00017.

Event description:
The information provided by the local distributor indicates: - product code: a 93010. - batch number: a b1032816. - quantity: 3 (please also kindly refer to MFR reports 9680825-2018-00015 and 9680825-2018-00017). - hospital name: (B)(6). - surgeon name: (B)(6). - date of initial surgery: (B)(6) 2017. - body part to which device was applied: tibia. - surgery description: fracture treatment. - patient information: (B)(6) years, female. - problem observed during: on scheduled device removal. - type of problem: device functional problem. - event description: loosening of external fixation for open tibia fracture after prolonged use, causing pain and repositioning. The complaint report form also indicates: - the device failure caused adverse effects on patient (loss of achieved correction). - the initial surgery was completed with the device. - the event did not lead to a clinically relevant increase in the duration of the surgical procedure. - a medical intervention was required. - copies of the operative reports are available. - copies of the x-ray images are not available. - patient current health condition: stable. - note and comments: three clamps available for evaluation. On (B)(6) 2018, orthofix srl received also the following details: - the failure of the three clamps were sequential - information on the mechanics configurations of the external fixator frame will follow. - nature of the fracture: proximal tibia. - duration of the fixation: 2 weeks. - mobility of the patient: converted to permanent fixation, released. - loading f the limd: no load, patient was hospitalized. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 93010 lot b1032816 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4). All of them have already been distributed to the market. According to orthofix srl historical records, no other complaints have been received on this specific device lot. Technical evaluation: the returned devices, received on february 7th, 2018, were sent to orthofix srl quality engineering department. The returned devices were subjected to visual and functional check as per orthofix specification. The visual check evidenced that the carbon rods present evident signs of wear due to the clamps tightening. Furthermore, the locking teeth of the clamps are worn. This is most likely attributable to repeated uses of the devices. The functional check evidenced that the clamps have a torsional resistance that meets the acceptance specification. The results of the technical evaluation concluded that the returned clamps, although worn, are still capable of providing adequate fixation within specification. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. On january 26, 2018: "an unfortunate female patient of 22 years was treated for an open tibial fracture with a galaxy fixator, which was applied on (B)(6) 2017. The external fixation became less stable at some point, and was removed." On march 11, 2018 with the results of the technical evaluation: "the conclusion of the examination is that the equipment, although worn, is still capable of providing adequate fixation within specification. This suggests that the failure in this case may have been due to several factors: slight wear and tear in the equipment, combined perhaps with some technical considerations related to the particular application, and possibly excessive loading by the patient." Final comments: the results of the technical evaluation concluded that the returned clamps, although worn, are still capable of providing adequate fixation within specification. The medical evaluation evidenced as follows: "an unfortunate female patient of 22 years was treated for an open tibial fracture with a galaxy fixator, which was applied on (B)(6) 2017. The external fixation became less stable at some point, and was removed. The conclusion of the examination is that the equipment, although worn, is still capable of providing adequate fixation within specification. This suggests that the failure in this case may have been due to several factors: slight wear and tear in the equipment, combined perhaps with some technical considerations related to the particular application, and possibly excessive loading by the patient." Based on the results of the technical evaluation and on the evidences deriving from the medical evaluation, orthofix can conclude that the problem that occurred is not device related. Orthofix srl historical records show that no other complaints have been received on this specific device lot. Orthofix would like to remind that the instructions for a correct closure of the galaxy clamps are included in the instruction for use leaflet, ref: pq gal and in the galaxy fixation system operative techniques, ref gf-1101 and gf-1102. Orthofix srl continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2018-00015 and 9680825-2018-00017.

Event description:
The information provided by the local distributor indicates: product code: 93010 batch number: b1032816 quantity: 3 (please also kindly refer to MFR reports 9680825-2018-00015 and 9680825-2018-00017). Hospital name: (B)(6). Surgeon name: drs. (B)(6). Date of initial surgery: (B)(6) 2017. Body part to which device was applied: tibia. Surgery description: fracture treatment. Patient information: 22 years, female. Problem observed during: on scheduled device removal. Type of problem: device functional problem. Event description: loosening of external fixation for open tibia fracture after prolonged use, causing pain and repositioning. The complaint report form also indicates: the device failure caused adverse effects on patient (loss of achieved correction). The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. A medical intervention was required. Copies of the operative reports are available. Copies of the x-ray images are not available. Patient current health condition: stable. Note and comments: 3 clamps available for evaluation. On january 24, 2018, orthofix srl received also the following details: the failure of the three clamps were sequential. Information on the mechanics configurations of the external fixator frame will follow nature of the fracture: proximal tibia. Duration of the fixation: 2 weeks. Mobility of the patient: converted to permanent fixation, released. Loading f the limb: no load, patient was hospitalized. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).